Event description:
The customer reported the system is not displaying an image. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired it. Details on repair are not available. System operates as intended.